Manufacturer narrative:
The device evaluation was completed on 16-feb-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. Device evaluation details: the carto vizigo sheath product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed for device lot # 50000218 and no internal action related to the complaint was found during the review. Based on the DHR, the d4. Expiration date and h4. Device manufacture date have been updatd. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
Was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was also reported that there was blood leaking back from the hemostasis valve of the vizigo sheath when the vizigo sheath was inserted into the patient. It was unknown if there was any physical damage on valve/hub of the vizigo sheath. They did not see the valve after they packaged up the sheath. The hemostasis valve (gasket) did not dislodge inside the hub or outside the hub. The brim cap/hub did not detach from the sheath. No picture available. The sheath was inserted and then removed from the patient. Air did not enter the patient¿s body. The approximate volume of blood that was lost was unknown. They were unable to get the lot number of the carto vizigo¿ sheath since the packaging was discarded prior to the case starting and before the issue was discovered. They replaced the vizigo sheath, and the procedure was completed. No adverse patient consequence was reported. The hemostatic valve leak issue was assessed as MDR reportable.